Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an unknown patient receiving unknown medication (unknown concentration and dose) via an implantable pump. The pump's indication for use (IFU) was not provided. It was reported that the pump kept failing and the patient had been to the healthcare professional (hcp) twice. The consumer stated that they went to the shore during the previous week and the patient woke up in withdrawal every morning; this was reportedly very serious. The pain management hcps did not give her a backup plan and she was so sick. The consumer stated that to her, the event was an emergency. An event date wasn't provided. A supplemental report will be provided if additional information becomes available.